Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact admiral deb was used to treat the left popliteal 2 segment. Approximately 9 months post index procedure, thrombotic reocclusion stent in left popliteal artery was reported. The event was related to the target lesion. Thrombolyse was attempted but failed due to residual occlusion of distal part of the stent. The investigator assessed the event as possibly related to the index device, procedure and paclitaxel medication. The patient discontinued from study participation.